Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The team had implanted an impella cp via the femoral access to support a patient admitted with cgs/ami (cardiogenic shock / acute myocardial infarction) and underlying cardiac and systemic comorbidities, like lower extremity edema and cad (coronary artery disease). The pump supported the patient for 12 days when then explanted. At the time of explant the limb became ischemic and vascular was consulted to intervene.

Manufacturer narrative:
The investigation into the limb ischemia ¿ irreversible issue has been completed. The device was not returned for investigation. The root cause of the limb ischemia was not determined as the necessary clinical information was not provided and the device was not returned.